Event description:
The customer reported that the system was arcing and displayed an overload fault error message.

Manufacturer narrative:
(B) (4). The ge svc rep cleaned and greased the hv cables. The system passed the hv arc test and is now working as intended.